Manufacturer narrative:
Approximate age of device ¿ 5 years 3 months evaluation of the returned heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported event. (B)(4) was returned assembled with the driveline cut approximately 5.5¿ from the pump housing. The distal portion of the driveline was also returned and revealed a superficial tear in the white, silicone jacket that was proximal to the previous repair. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Pieces of the sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned portions of the lvad, the components were found to be present and seated properly. Electrical continuity testing of the driveline in the condition received did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the pump-end segment of the driveline revealed a breach to the insulation of the orange wire, approximately 3.625" from the pump housing. Further investigation revealed breaches to the red and black wires in that area as well. The observed wire damage appeared to be the result of repetitive flexing. Examination of the distal end of the driveline revealed a breach to the insulation of the brown wire, approximately 21" from its cut end (0.25" proximal to repair). The remainder of the driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The reported complaint of red heart alarms and pump stoppages was confirmed through the analysis of the log file. They could have resulted from a phase-to-phase short if the exposed conductors from the orange, red, black, or brown wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Pump stoppages also could have resulted from a short to ground if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while at home the patient¿s lvad system produced multiple low speed advisory alarms when connected to external batteries or the power module. The system controller history interrogation confirmed pump stoppages. No clinical symptoms were reported. The patient had a previous distal end percutaneous lead (driveline) replacement for cosmetic reasons on (B)(6) 2016. No alarms had been reported and the patient was asymptomatic. Evaluation of the returned portion from the repair found no area of compromised wire insulation. On (B)(6) 2017, the patient underwent a pump exchange.